Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 936455h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event involved a primary plumset that 1 hour after the start of infusion elvorine was flowing to the floor. The infusion was discontinued and the infusion was changed with a new bottle of elvorine. There was patient involvement, however no reported human harm, medical intervention, or delay in critical therapy.